Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient thought the ins not holding the charge like it used to was probably due to it being on all night. The patient adjusted their settings and turned them down from 530 to 440. The patient stated that they shut it off while sleeping and the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient was charging too frequently, and their current ins did not hold a charge as long as their previous one. It was reviewed that the recharge duration is contingent on many variables such as usage and settings. There were no symptoms related to the recharging, and the patient was directed to follow up with their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.